Event description:
While wearing the external equipment, the pt reportedly experienced sound quality issues. On april 12, 2006, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. The decision was made to explant the device. The pts device was explanted.